Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the insulin pump was not delivering insulin and alarmed no delivery. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that the insulin did exit during fixed prime. The representative explained to the customer that the site may have been occluded. The customer was advised to change the entire infusion set. The insulin pump will not be returned for analysis.